Event description:
N/a.

Manufacturer narrative:
After further review, an final emdr for this complaint ((B)(4)) was making it non reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Manufacturer narrative:
Due to characterization limit e1 inital reporter: (B)(6). Contact person ph. Number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had gas loss in iab circuit alarm while device was in use. No harm or injury to the patient was reported.